Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no adverse impact on customer's blood glucose level. Customer continued to use the pump for insulin therapy.